Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent a 2nd right knee revision due to overstuffed patella and oversized femoral component, and loosing of the tibial component. The surgeon reported the femoral component was removed with osteotomes with mild bone loss. He indicated the tibial component was not bonded to the cement at the cement to implant interface. The surgeon reported the patella was cut by freehand to revise. There were no complications to the procedure. The patient was implanted with depuy knee components and competitor cement. Doi: (B)(6) 2016 (tibial tray, patella components); doi: (B)(6) 2016 (femoral component, insert, two depuy cement); dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 nov 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 31 march 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.